Event description:
According to the distributor's report, a caller reported that the eye was glued shut and asked how to remove the device from the eyelid margins. The clinical nurse recommended any ophthalmic ointment. No further info could be obtained, and caller would not give any info.